Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a failure related to the remote alarm connector was observed. The remote alarm/nurse call connector failed an internal test. The device's interface board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. There was no pt harm or injury reported.